Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the hcp thought the patient spasms increased due to being constipated however but was not due the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal (2,000 mcg/ml at 321.3 mcg/day) via an implanted pump for an unknown indication for use. It was reported that on (B)(6) 2024 the patient started becoming "itchy". It got worse and the patient started having spasms on (B)(6) 2024. The patient went to the emergency department where they gave them a 50 mcg bolus through the pump which decreased the spasms and itchy symptoms. The hcp stated that they had a lot of stool in their colon but was convinced it was the pump. The patient stated they didn't "trust the pump now" and wanted it replaced. The pump pocket was opened and they did not observe any issue with the pump or catheter. They aspirated from the catheter access port (cap) with the old pump and got 1cc of cerebrospinal fluid (csf). They then disconnected the pump and replaced the pump. They aspirated from the cap and got 1cc of csf. The hcp did not believe there was any issue with the pump or catheter. The patient denied any falls. The device had to go to pathology first but then the devices would be sent back for analysis. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 119 pounds. The patient's medical history was asked and would not be made available.